Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital after presenting with chest pains. The chest pains were resolved and review of the presenting rhythm showed appropriate device function. Device interrogation was performed as the patient had not been followed in approximately two years. Review of lead trends showed stable ventricular trend data with occasional variable impedance measurements. Atrial trends showed stable sensing and impedance. The right atrial automatic threshold (raat) has been unsuccessful for over a year due to noise. Additionally, there were two stored brief atrial tachycardia response (atr) electrograms that showed oversensing of noise on the atrial channel. Noise was also observed on the ventricular channel; however, it was not sensed. The patient could not remember what he was doing at the time the stored events occurred but did confirm feeling occasional wooziness. Device reports were provided to on call cardiologist for review. The plan was to discharge the patient and additional assessment be performed by the following physician. No lead information could be obtained. The device remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.